Manufacturer narrative:
B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported following an unrelated procedure where ipg was not placed in surgery mode, cp displayed "connection problem with generator." Ipg displays in cp app and enters a bondable state. Trouble shooting was able to help reconnect the ipg to pc. Therapy was restored.